Event description:
A hospital reported that the vent filter and cap assembly on the mr290 autofeed humidification chamber waterfeed set detached easily. No patient consequence was reported.

Manufacturer narrative:
The returned device was visually inspected. Method: the returned device was visually inspected. Results: our records indicate that this is the only complaint of this nature received for the given lot number. When an attempt was made to open the cap on this device the filter parted from the vented spike. The vent assembly is inserted into the waterfeed spike initially by hand, then pressed in tightly by machine. We expect that this final pressing operation was not carried out on this particular chamber waterfeed set. Manufacturing personnel are aware of this problem, and steps have been put in place to prevent recurrence. Conclusions: the device was out of specification. This type of failure mode will continue to be monitored.